Event description:
Customer called to report a hospitalization due to low blood glucose. Blood glucose reading at the time of admission was 46 mg/dl. The customer had been driving when her blood glucose was low and went into a ditch. Current blood glucose reading was 41 mg/dl. Customer has treated with food. Customer declined troubleshooting due to being tired from work. The customer stated there were discrepancies between the reading from the bayer meter, the contour next link meter and her actual blood glucose reading. Customer declined to be transferred to bayer. Advised to call bayer regarding incorrect readings when she felt better and to call helpline for assistance troubleshooting future complaints.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.